Event description:
Patient was successfully weaned from cardiopulmonary bypass. Following the end of bypass, it was realized that the arterial pump head controller was in a "frozen" state. The stockert-scp centrifugal pump control panel was shut down in order to restart it. When the restart was attempted, the control panel could not be restarted. The patient was still cannulated and connected to the heart lung machine. A secondary control panel was brought into the room, and a rapid exchange was performed. A manual hand crank was put in place in the event cardiopulmonary bypass needed to be reinitiated. The disabled controller was removed from the inventory. Bypass did not need to be reinitiated. The patient was not impacted by the failure. The manufacturer provided a replacement centrifugal pump control panel which was also found to not function properly.